Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user contacted support for assistance with an ilet supply change, completed the change, and resumed insulin therapy without issues, but experienced a blood glucose elevation to 209 mg/dl attributed to the prolonged supply change. Symptoms included hyperglycemia. Outcomes included transient inconvenience without alarms, alerts, or medical intervention. Investigation included a support-led troubleshooting and education session. Investigation of this case revealed no device malfunction or component failure, with the event consistent with delayed insulin delivery during the extended supply change. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.